Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: linked to incident (B)(4) second and third devices used after the first issue. The customer reports that the loading unit detached itself from the stapler during first use. They use two other devices from different lot p210673x, but this time the devices stayed shut on tissue with the need to force the device open. Extended time over 30 minutes and small tissue damage due to the pulling off the tissue. No blood loss over 500cc. The patient is fine. No other consequences. No adverse event reported as a result of any delay in surgery.